Event description:
Initial surgery repair (B)(6) 2010, status post laparoscopic appendectomy and ventral incisional herniorrhaphy with mesh ar the supraumbilical midlinetrocar site. (B)(6) 2010, recurrent ventral incisional hernia with laparoscopic ventral herniorrhaphy with mesh.